Manufacturer narrative:
Information indicates that there was a lead issue. It is unclear which implanted lead applies to the issue; manufacturer reports were sent on both leads. Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The consumer reported that the patient had a wire sticking out of his back since his recent implantable neurostimulator (ins) replacement surgery. The patient had thought that it was just "all scabbed up" but he could see and feel it; it would get caught on things, like the patient programmer antenna, if the patient had it close. No trauma/ falls were reported that could be related to this event. No outcome or troubleshooting/interventions were reported for this event. Further follow up is being conducted to obtain this information. If additional information becomes available, a follow up report will be sent. The patient's indications for use included spinal pain.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that it was not a wire sticking out, but a three-inch suture that had not been tied. It was further reported that it had since been removed by the healthcare professional, and the issue was resolved. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4)

Event description:
Additional information received from the consumer reported he had an appointment in january but wanted to see a manufacturer's representative (rep) in his local area before then. The patient had an appointment with another healthcare provider (hcp) on friday but the rep could not meet and the distance was far for him to drive. The patient went to the emergency room (ER) and they cut the lead sticking out of his back. The patient's managing physician had been notified of the issue and the patient had an appointment on 2015-(B)(6). At the time of the report, the issue was not resolved.